Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, foreign matter was found on the neck/thread portion of the 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was able to confirm the customer¿s indicated failure mode. It is possible the grease residue is from the thread core from inside the mold.